Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. On (B)(6) 2021, the catheter part which was outside of the patient¿s body was broken. The device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, the catheter part which was outside of the patient¿s body was broken. The device was removed from the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. 3-way valves and injection caps were attached to both luer adapters. The catheter was broken at the distal end of the molded joint. The catheter shaft was not returned for evaluation. Microscopic inspection of the break site revealed an irregular, sharply defined granular fracture surface. Tactile inspection of the sample revealed tensile weakness and necking throughout both extension tubes. The fracture features and tensile weakness were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.